Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump time was incorrect. Reportedly, the customer updated the time prior to contacting tandem customer technical support. Customer's blood glucose level was approximately 150 mg/dl.